Event description:
A patient was on a surgical table. While the surgery was in progress, the split leg attachment that was being used to support the patient's right leg broke causing the patient's leg to drop about ten inches. Surgical staff grabbed the patient's leg as it began to fall and another split leg attachment was brought in to replace the broken one. No injuries were reported. The facility is returning the broken split leg attachment to skytron for further evaluation.